Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was 'misfiring'. The health care professional stated to not be familiar with device functional. The remains in service. No adverse patient effects were reported.